Event description:
The ge oec 9800 fluoroscopy sys would not x-ray.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective image intensifier power supply that was removed and replaced along with the ps2 power supply and the ccd camera. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.